Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported system iop compensation issues during multiple procedures. Iop compensation is activated but shuts itself off during the procedure for several seconds. The patients experienced hypotony with choroidal folds. The procedures were completed. There have been no long term clinical consequences.

Manufacturer narrative:
The company service representative examined the system and did not mention replicating the reported event. However, the company service representative confirmed system message (sm) [extraction flow mode is currently not available] in the event log. The fluidics module was replaced as a prevention. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).